Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu373715j/17575846) to treat a thoracic aortic aneurysm. De-branching of the aortic arch was performed prior to the procedure. The left subclavian artery was coil-embolized, and the gore® tag® device was implanted at the distal origin of the left common carotid artery. The procedure was completed with no reported issues. On (B)(6) 2018, the patient reportedly showed left-sided paralysis, impaired pain sensation below the thoracic vertebra, ileus, and decreased of renal function. The patient remains in the hospital and recovering from paralysis. According to the physician, the distal portion of the gore® tag® device was placed in an extremely friable and degenerative landing zone in the descending thoracic aorta, which may have caused scattering of thrombus. Additionally, the physician believes the paralysis was caused by infarction of the spinal cord due to the thoracic endovascular procedure, and there was only a low possibility of brain infarct. An MRI showed no abnormalities of the brain or spinal cord.